Event description:
It was reported that the patient experienced bent cannula leading to high blood glucose of 312 mg dl infusion set inserted in arm patient treated with insulin via pump on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.